Event description:
Pt underwent breast augmentation surgery in 1980 with insertion of silicone mammary implants. In 11/02 pt was undergoing a bilateral mammogram because of a palpable mass in the left breast. While the right breast mammography was being performed, the pt claims they heard a "pop". An MRI done 10 days later revealed bilateral ruptured mammary implants. The following month pt underwent surgery for removal of ruptured silicone breast implants, bilateral capsulectomy and placement of saline implants.